Manufacturer narrative:
Other relevant device(s) are: product ID: b i70002000-g27, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the system powering down. It was noted that the blue button was flashing. Once the system was powered back on they were able to get that going to move forward with the case. There was no patient impact. There was a 15 minute delay.